Event description:
The following allegation was reported to davol by the patient. The patient has alleged that on (B)(6) 2013 he was implanted with a bard ventrio hernia patch (mesh#1) during hernia repair surgery. He alleges that the patch came loose and he developed a recurrence of the hernia. He alleges that on (B)(6) 2014 he underwent a revision procedure and was implanted with a bard ventralex hernia patch (mesh#2). He alleges that within four months of implant the hernia returned. He alleges that on (B)(6) 2015 he underwent a revision procedure and was implanted with another bard ventralex hernia patch (mesh#3). The patient alleges that at the time of this procedure he found out that the previously placed mesh had eroded and infected his intestines. The patient alleges that he is still in pain from the last surgery (2015) and that it "is starting to do the same thing as the first two surgeries before the hernias came back". The patient did not report if any of the mesh was explanted during the revision procedures that were performed.

Manufacturer narrative:
This is an addendum to the initial MDR and based on the additional information provided, this complaint remains inconclusive at this time. Medical records have been requested, but not provided. If additional information is obtained, a supplemental MDR will be submitted. Recurrence is identified in the adverse reaction section of the IFU as a possible complication. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." See MDR 1213643-2015-00189 for information related to the bard ventralex hernia patch (mesh #2) alleged to have been implanted on (B)(6) 2014 . See MDR 1213643-2015-00190 for information related to the bard ventralex hernia patch (mesh #3) alleged to have been implanted on (B)(6) 2015. The additional information provided did not include product identifiers for this device, therefore a supplemental MDR was not submitted for MDR 1213643-2015-00190 . The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
At this time no conclusions can be made. Information was limited at this time as the patient is incarcerated. We have requested additional information including medical records. Recurrence is identified and addressed in the products IFU. If additional information is obtained, a follow MDR will be submitted. See MDR 1213634-2015-00189 for information related to the bard ventralex hernia patch (mesh #2) alleged to have been implanted on 07/14/2014. See MDR 1213643-2015-00190 for information related to the bard ventralex hernia patch (mesh #3) alleged to have been implanted on (B)(6) 2015. The information provided by bard represents all of the known information at this time despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.